Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump did not appear to be delivering insulin for a period of time. The patient indicated that the pump had insulin in it but over the course of one hour the insulin remaining on the home screen did not change. The patient indicated that there was no alarms or warnings at the time that the pump delivery would have stopped. This report is made based on the allegation of the pump delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/30/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no evidence of any insulin reading discrepancy in the black box or history. The total daily dose were matched what was set in the active basel rate. The only loss of prime was during a cartridge reload. Investigators, powered up pump with no audio alarm and performed pump rewind, load, and prime with no alarms. Force sensor calibration was in specifications. Investigators sent cartridge to 100 units ran load step. After load the pump displayed 100 units. Allowed pump to deliver several basal deliveries and the units remaining decreased correctly. Investigators attempted a bolus and received a pump suspended alarm. Resumed pump and again allowed pump to deliver several basel deliveries all were correctly displayed and with no loss of prime. Allowed pump to loss prime and pump alarmed correctly. The piezo audio alarm was not functional. Inspected pc boards, with no defect found with force sensor circuits. The spring connectors for the piezo were depressed low. Raised the springs and placed pump back in pump. Test audio alarm and piezo was functional. No defect found of original complaint.